Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The baxter technical service representative (tsr) had the home patient (hp) cycle power off and on and got a se 2367 and the tsr explained the se's and the hp cycled power again and the se's did not repeat. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted home patient (hp) on (B)(6) 2011. The hp reported that the issue was resolved, by starting over with new supplies. The hp did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided. Product surveillance contacted the home patient on (B)(6) 2011 and she stated again she was able to resume therapy after starting over with new supplies. She had a leak from one of the tubes on the cassette. She could not recall which line the leak was on but solution from the leak had gotten onto her table and destroyed her phone. Since then she has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance received a call from the home patient's nurse and the patient did discuss the alarm with her. The patient told her the cassette was bad that day. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient on (B)(6) 2011 to clarify the leak. There was one leak that she noticed after she had the se 2240 alarm and she then called in to report that leak after she had taken down the old supplies to start over with new supplies. When she removed the old supplies, the cassette was wet and there was also a tubing leak. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.